Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the insulin pump was dropped and the screen had a crack on it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Sw unknown. Retainer ring, black. Customer complained about the unit having a crack on the screen on event date of (B)(6) 2021. Insulin pump received with cracked and bleeding lcd glass on the lcd assembly. Unable to perform displacement test and selftest due to cracked and bleeding lcd glass. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with stained keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner and scratched case. Insulin pump was confirmed for cracked and bleeding lcd glass on the lcd assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.